Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy procedure on (B)(6) 2022 when it was reported, ¿a v-care manipulator device malfunctioned during use in a robotic procedure in gynaecological oncology. The handle of the device was loose and almost disconnected from the shaft. This almost resulted in a serious injury to the patient. The gynaecological.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions were asked and it was advised that the device handle spun in a 360 degree manner. The procedure was completed with an alternate device, mccartney tube, causing a 30-minute delay in the procedure. There was no report of fragmentation or detachment of any components of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 41 devices, for this device family and failure mode. During this same time frame 520,624 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4) per the instructions for use, the user is advised prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: update to complaint history review numbers; were 36 complaints, regarding 41 devices for (B)(4) shipped. Updated to 82 complaints, regarding (B)(4) devices for (B)(4) shipped devices. Manufacturer narrative: the device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 82 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy procedure on (B)(6) 2022 when it was reported, ¿a v-care manipulator device malfunctioned during use in a robotic procedure in gynaecological oncology. The handle of the device was loose and almost disconnected from the shaft. This almost resulted in a serious injury to the patient. The gynaecological¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions were asked and it was advised that the device handle spun in a 360 degree manner. The procedure was completed with an alternate device, mccartney tube, causing a 30-minute delay in the procedure. There was no report of fragmentation or detachment of any components of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy procedure on (B)(6)2022 when it was reported, ¿a v-care manipulator device malfunctioned during use in a robotic procedure in gynaecological oncology. The handle of the device was loose and almost disconnected from the shaft. This almost resulted in a serious injury to the patient. The gynaecological.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questions were asked and it was advised that the device handle spun in a 360 degree manner. The procedure was completed with an alternate device, mccartney tube, causing a 30-minute delay in the procedure. There was no report of fragmentation or detachment of any components of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.